Manufacturer narrative:
The device was returned and received for product evaluation. Testing was performed and channel 1 and 2 displayed the sto2 reading at 65 percent, plus or minus 5 percent with the simulators connected. The cable was moved around and this had no effect on the readings. The readings were stable during the 30 minute testing. There were no error messages that displayed. A visual inspection found no physical damage to the device. There was no defect found. The reported issue was not confirmed.

Event description:
It was reported by the biomedical engineer at the facility that a foresight module, hemfsm10 was giving inaccurate values during patient use. The inaccurate values displayed and what they were expected to be information has not been provided by the facility. However, information was given that the off margin was 35 to 70. There were no error messages displayed. When it was replaced with a known working foresight module, then the values were accurate. There is no damage apparent on the foresight module. The foresight sensor placement location on the patient is unknown. There was no inappropriate patient treatment administered. There was no patient harm or injury. The patient demographics are not available.

Manufacturer narrative:
The product has been requested to be returned, but has not yet arrived. Once it arrives and a product evaluation has been completed the evaluation findings will be submitted in a supplemental report. The device service history record review is pending. When completed the results will be submitted in a supplemental report.

Manufacturer narrative:
The product has been received for evaluation and the results are pending. Once the results are available a supplemental report will be submitted. The device history record review was completed and all manufacturing inspections passed with no non conformances. The UDI number is not found.